Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter was testing in memory mode. The complaint was classified based on information obtained from the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged issue began at 11:17 a.m., on (B)(6) 2017. The patient manages his diabetes with a combination of oral medication (pravastatin, 40 mg once daily) and insulin (self-adjusted humalog, and levemir, 40 mg before bed) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred, he ¿fell asleep at a stop light whilst driving¿ and that his wife ¿woke him up¿ and took him to the emergency room (ER) at around 2 p.m., on (B)(6) 2017. The patient reported that upon arrival at the ER, his blood glucose was measured at ¿54 mg/dl¿ on the ER device (brand not reported) and that he was subsequently admitted to hospital due to ¿low blood sugar and a weak heart¿. The patient stated that both his blood glucose and heart were monitored and that he received treatment from a health care professional (hcp); however, he was unable to provide specific details as to what type of treatment was administered. The patient reported that he remained in hospital for 2 days. At the time of troubleshooting, the csr educated the patient on the correct testing procedure and walked him through a retest; however, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received medical treatment from a hcp after the alleged issue occurred.